Manufacturer narrative:
(B)(4). Product analysis :visual and optical examination confirms the implant is fractured at the implant inserter interface, with rays emanating back towards the instrument interface area, consistent with overload. The above observations are consistent with brittle overload.

Event description:
It was reported that during an unspecified spinal surgery the implants ruptured while inserting the cages into the disc space. No patient complications were reported.

Manufacturer narrative:
(B)(4). Product was returned. However, the device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.